Event description:
It was reported that a pump memory error was noted and the pt experienced underdose symptoms, including increase in seizure activity. No other symptoms were reported. The pump memory error occurred during an update. The pt has had a motor vehicle accident, so it had not been determined if the seizures were related to dosing or other issues. Dye and roller studies were normal. The hcp planned to administer a 50 ug bolus to check for response. A follow-up report will be sent if add'l info becomes available to us.